Event description:
Additional information was received that a driveline repair was scheduled for (B)(6) 2023 but the site decided against the repair as the patient was not a candidate for pump exchange. The driveline faults would continue to be monitored with periodic log file downloads to check for damage in other wires.

Manufacturer narrative:
Manufacturer's investigation conclusion. Review of the log files provided by the account confirmed driveline fault alarms. Although a specific cause for the driveline faults could not be conclusively determined as no product was returned for evaluation, based on previous complaint history and similarly reported events, the driveline faults observed in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, the account reported that there was a small amount of tape on the patient's driveline, indicating potential cosmetic damage; however, the damage could not be confirmed through this evaluation as no product was returned and no photos of the damage were provided. The submitted log files collectively contained data from 19feb2023 through 02mar2023 and 12mar2023 through 28apr2023, per the timestamps. Persistent silenced driveline fault alarms were captured throughout the files. Electrical continuity data recorded during the driveline fault alarms indicated a potential wire conductor breakdown issue with the black wire within phase 2. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) . The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies and instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a new driveline fault alarm. The alarm was cleared in clinic but it returned. The patient was asymptomatic. A review of the log files revealed constant driveline fault events throughout the log. It appeared as though the black wire had continuity issues. The other 5 wires appeared intact and functioning as intended. Controller exchange was performed for troubleshooting, but the alarms returned indicating the driveline faults were authentic. The external driveline reportedly was straight and clean with small amount of rescue tape. Frequent log file monitoring was planned and if the damage was to get worse, the patient was to be evaluated for elective exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion review of the log files provided by the account confirmed driveline fault alarms. Based on previous complaint history and similarly reported events, the driveline faults observed in the submitted log file appear to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively determined through this evaluation as no product was returned. The account reported that there was a small amount of tape on the patient's driveline, indicating potential cosmetic damage; however, the damage could not be confirmed through this evaluation as no product was returned and no images were provided. The submitted log files contained data from (B)(6) 2023 through (B)(6) 2023 and (B)(6) 2023 through (B)(6) 2023, per the timestamps. Despite the reported controller exchange, persistent, silenced driveline fault alarms were captured throughout these files, which corresponded with yellow wrench advisories. Electrical continuity data recorded in the submitted log files during the driveline fault alarms showed that the values for phase 2 were significantly higher than the values for phases 1 and 3, suggesting a potential wire conductor breakdown issue with the black wire within phase 2. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. Review of the submitted x-ray images revealed no obvious areas of concern. The patient would continue to be monitored closely with the plan for an elective exchange if the potential wire damage worsened. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies and instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.